Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The patient's blood glucose at the time of hospitalization was 532 mg/dl. He has had high blood glucose for the past two weeks but hasn't called the physician or gone to his appointment. The customer was throwing up as a result of his hyperglycemia and he has taken over 60 units of insulin to try to bring his blood glucose down. Troubleshooting was initiated in order to inspect the pump for functionality. The insulin pump appeared to be undamaged and functional. A high pressure test was performed and the device passed. Customer was advised to follow-up with his health care provider regarding his unexplained high blood glucose levels. No products were returned or shipped.